Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, wire from instrument (wrist) started protruding from arm - isntrument had 1 life left on it. The procedure was converted to another dv system with no reported injury.